Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there was no related complaint for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI# (B)(4).

Event description:
The dentist reported that the patient presented in the office on (B)(6) 2017. Patient had restoration in hand, it had come off two weeks prior. Crown was delivered on (B)(6) 2016. (B)(6).